Event description:
It was reported that the outer pouch was not glued together. Follow up indicated that the outer clear plastic pouch was not securely sealed; however, the tyvek lid on the catheter tray was securely sealed. No patient complications reported.

Manufacturer narrative:
Actual reported units not returned for evaluation. However, 15 sealed units were returned of the same model and lot number. There were no visible abnormalities observed in the clear pouch for all 15 units. All units were securely sealed.